Event description:
On (B)(6) 2025, the user reported elevated and low blood glucose (bg) readings while using the ilet insulin pump with a steel contact detach infusion set and 23-inch tubing. During troubleshooting, the user¿s husband observed white spots in the infusion tubing, which were later identified as air bubbles. The user replaced the tubing, after which insulin delivery resumed. Despite this, the user experienced repeated low bg episodes, including near-syncope which required assistance from her husband. Trainer intervention on (B)(6) 2025 resulted in adjustments to device settings, leading to stabilization of bg within target range. The presence of air bubbles in the tubing was identified as a potential contributing factor to the observed low bg events.

Manufacturer narrative:
Pending supplemental. No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.